Event description:
It was reported via a trial, that after the xact stent deployment, in the left carotid internal artery, the patient experienced a transient ischemic attack with brief asystole and hypotension. Treatment included dopamine infusion, neosynephrine, atropine and heparin. The transient ischemic attack resolved in 15 minutes. The patient's condition resolved and was discharged two days after the procedure. There was no adverse patient sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. The reported patient effects of hypotension, bradycardia and transient ischemic attack (tia) are listed in the xact instructions for use and are known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, labeling and design and the treatment appears to be related to the operational context of the procedure.